Event description:
The customer contacted stryker to report that their device is not providing voice prompts. Without voice prompts, a user would not receive the necessary guidance to use the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a depleted battery. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device is not providing voice prompts. Without voice prompts, a user would not receive the necessary guidance to use the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.